Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were tube extenders with molding defects that can be used. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "we received twisted tubes in a box. Twisted tubes are randomly positioned on the polystyrene."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were tube extenders with molding defects that can be used. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "we received twisted tubes in a box. Twisted tubes are randomly positioned on the polystyrene."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-28. H6: investigation summary bd received one hundred and eighteen (118) samples and three (3) photos for investigation. The samples and photos were reviewed and the indicated failure mode for 'bowed tubes' with the incident lot was observed. Additionally, twenty (20) retention samples from bd inventory, were evaluated by visual examination and the issue of 'bowed tubes' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.